Event description:
The customer reported that the insulin pump was exposed to fluid. The customer's blood glucose level was 90 mg/dl. The customer had her daughter sitting on her lap, and customer daughter hit a cup of water and the water fell onto the customer lap where the insulin pump was located in. The customer was advised to disconnect at the quick release. The customer was assisted in performing self test and completed test and no error. The customer was advised to monitor the insulin pump and call back if any issues happen. The customer insulin pump is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.